Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stuck up inside vagina [foreign body in reproductive tract] string completely ripped off tampon [device breakage]. String ripped off tampon as trying to remove it [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string ripped off during removal. No serious injury reported.